Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Additionally, the customer did not observe drops of insulin during the fill tubing process. No reported adverse impact to the customer's blood glucose. Customer reverted to alternate insulin therapy.